Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by t:connect. User conducted cartridge change sequence on (B)(6) 2017. There were no irregular bolus requests. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose (bg) was 50 mg/dl and the cause was unknown. Bg was addressed by the customer consuming skittles. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was resumed.